Event description:
It was reported that the patient experienced a possible stroke after a lead replacement on (B)(6) 2022 (reference manufacturer report number 1627487-2022-01310). Reportedly, patient had 2 mris performed post event. No further information at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the mris showed a blockage and patient did have a stroke. No further intervention planned. Patient's scs system is functioning properly.